Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional. H7: if remedial action initiated, check type - recall. H9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number - additional".

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Receiver touch screen manual test: passed. A functional test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined via product.